Manufacturer narrative:
An event regarding an incorrectly sized triathlon femoral cutting block was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection showed signs of significant damage and abrasions due to interference with an oscillating saw blade. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that the significant damage noted on the returned device may have resulted in an inaccurate bone cut. In addition, a review of the surgical protocol instructs the user not to bias the instrument as it may also result in an inaccurate bone cut. The damage on the device is due to interference between the saw blade and the guide. No further investigation for this event is possible at this time.

Event description:
During a primary tka, a ps cutting block seemed to under resect the notch of what was required to be cut and the implant it would not fit. After using another cutting block, it resected more bone and the implants fit properly.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During a primary tka, a ps cutting block seemed to under resect the notch of what was required to be cut and the implant it would not fit. After using another cutting block, it resected more bone and the implants fit properly.